Event description:
Boston scientific provided the following information: it was reported that this lead was surgically abandoned due to breakage/fracture. The lead exhibited noise with patient arm movement and pocket manipulation. Impendence's were stable but threshold was elevated. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.